Event description:
Additional information received reported that the patient was interested in getting the names of hcps in the (B)(4) area, but (B)(4) was questionable.

Event description:
Further follow up information reported that the patient had seen 4 different manufacturer¿s representatives who were unable to help. Another manufacturer¿s representative will contact the patient for follow up on the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had not contacted either of the physicians that he was referred to in (B)(6), and was not interested in further medical management.

Event description:
Additional information received reported that the patient was provided physician referral information for follow up on their device therapy issue. Subsequent information reported that the patient met with the manufacturer¿s representative at the physician¿s office at which time a physician mode recharge (pmr) procedure was performed. The patient was then to meet with the manufacturer¿s representative in a couple days which did not occur. The patient was then contacted on (B)(6) 2013 by the manufacturer where it was confirmed that they were willing to meet with another manufacturer¿s representative at their physician¿s office in the near future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
It was later reported that the patient was referred to an hcp in (B)(6).

Event description:
It was reported that the patient had been charging more than expected, and had been charging the implant for the past five days. The patient stated that on (B)(6), the battery was charged to full and the patient saw the "raindrops" over the ins indicating it was full, but in the office the recharger and 8840 programmer were not able to communicate with the implant. The antenna locate feature was used and returned results around 70 using al scale. It was noted that the recharge statistics did not indicate that the device was charged to full recently, and an ins overdischarge was suspected. It was reported that the patient had met with a manufacturer representative on (B)(6) and the implant was overdischarged. The patient had not charged the implant for several months prior to that meeting. Several hours were devoted trying to recharge the implant and the patient was sent home to finish a physician mode recharge session. It was noted that the representative had been unable to clear the pmr message and the recharger showed that the ins was 1/4 charged but the 8840 programmer showed the ins needed to be recharged immediately. It was later reported that the patient's pain stimulator was still not working and the patient was at his "wits end". It was noted that the patient had seen two more manufacturer representatives who tried getting his device to work but were unable to. The patient stated, he had spent 6 hours and then 3 hours trying to get the device to work with no success. It was reported that the issue was believed to be due to a device malfunction, and not patient compliance, according to the recharger history report. The patient was not receiving effective therapy. It was also reported that the patient was originally implanted in ga where it was believed that the paddle was put in the wrong place, so the patient had never really had the scs system work for him. The patient had talked about wanting the device surgically removed or turned off. Additional information has been requested, but was not available as of the date of this report.

Event description:
See 3004209178-2013-11329 for report of lead issues/device not working for patient since implant. This information was erroneously reported under this MFR. All references to any lead issues will be reported under 3004209178-2013-11329.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).